Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products\s: unknown harris-galante porus ii cup 60 mm catalog#: unknown lot#: unknown. Unknown bias stem, size 14 mm catalog#: unknown lot#: unknown. Femoral head 28 mm diameter medium 7 mm neck length catalog#: 00902602900 lot#: 16569200. Unknown 6.5 mm spongiosa screw catalog#: unknown lot#: unknown. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product(s): - unknown shell. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03795.

Event description:
It was reported that patient underwent a right hip revision approximately ten years post implantation due to wear and acetabular osteolysis. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown femoral stem catalog#: ni lot#: ni, unknown neck catalog#: ni lot#: ni. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.